Event description:
It was reported that at least one bd alaris pump module smartsite infusion set experienced component separation. The following information was provided by the initial reporter: we have had a significant product issue with our alaris infusion set with back check valve. The tubing comes apart at the valve on a dozen tubing sets with little effort.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least one bd alaris pump module smartsite infusion set experienced component separation. The following information was provided by the initial reporter: we have had a significant product issue with our alaris infusion set with back check valve. The tubing comes apart at the valve on a dozen tubing sets with little effort.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 14-feb-2022. H.6. Investigation: two photos of separation failure and 100 unused 2426-0007 infusion sets of same lot were received and tested by our quality team. The sets in the photos provided show clear evidence of separation at upper fitment silicone where tubing is inserted into infusion pump. This verifies the customer's complaint. It is unclear in the photos whether the blue retaining ring (pn 601316-000) had been properly fastened to the silicone portion. All 100 unused samples were pull tested with a tensile force exceeding that which should ever be applied in a clinical setting. Only 3 of the 100 unused samples came apart where the customer experienced their failure and when the retaining ring and silicone tubing were measured using calipers for dimensional analyses, they all were within supplier specifications. This is usual due to the force applied to testing method. This failure has been known to occur with a root cause of improper loading into the infusion pump. A device history record review for model 2426-0007 lot number 21119541 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of separation no leak with lot #21119541 regarding item #2426-0007. H3 other text : see h.10.